Event description:
One incident in which chemo medication "camptizer" leaked during infusion. It was reported that a small slit was noted in tubing, in which a "slow" leak coming out of. The pt called nurse to report that gown was getting wet and it was reported that less than a 1/4 of dose was emptied. The pt was reported to have gotten scrubbed appropriately and proper change of clothing was done. Customer confirms that there was no pt or staff injury as a result of this incident.